Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. Device was received with cracked case at display window corners and battery tube threads, minor scratched lcd window, stained end cap sticker and broken belt clip slot.

Event description:
The customer reported via phone call that she went for a run and the insulin pump alarmed button error. Blood glucose value was 154 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.